Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: no delivery deviations were identified, yet delivery accuracy cannot be verified from the event log data alone. Functional testing of the pump is required to determine the accuracy of the pump. Conclusion: eitan medical requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in a follow up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported that no human harm occurred, and no medical intervention was required as a result of this event.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in this event. Investigation findings: the pump infused without any irregularities and was found to meet its specifications. Conclusion: the pump infused without any irregularities, and no indication of over delivery was observed. The pump was found to meet its specifications and successfully passed accuracy testing.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported that no human harm occurred, and no medical intervention was required as a result of this event.